Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set ripped off and the patient was at work when it occurred. Reportedly, the infusion set tubing came apart. No further information available.